Event description:
It was reported that multiple attempts to interrogate the device were unsuccessful. The patient received a vibratory alert one month previous but did not contact the clinic. The device was explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported inability to communicate was confirmed in the laboratory and was due to low battery voltage. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.